Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past few weeks. She noted that the buttons feel soft. The pt confirmed that the keypad is intact; denied exposing the pump to water; and stated that she carries the pump in her bra or pants pocket.